Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:21:48. During night drain cycle three, the patient's ultrafiltration reading was 1619ml, indicating the home patient drained 1619ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(6). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was use error, inappropriate bypass of the drain, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.